Event description:
It was reported that patient presented for generator change procedure. During procedure it was noted that the set screw failed to be removed from header while trying to explant the device. The physician dug out the silicone cover in order to disconnect the lead and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of the atrial setscrew could not be loosened to remove the lead was confirmed. Analysis revealed that calcified blood was filling the a-setscrew inset. The calcified blood was preventing the wrench from entering and engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. In this case the wrench was just turning around the top of the inset without going down far enough to engage it. The physician then removed the septum and removed some of the calcified blood and was then able to insert the wrench far enough into the inset to engage the setscrew inset walls. The setscrew then could be untightened normally, and the stuck lead removed in the field. The blood came through a hole punched through the septum by the user of the torque wrench at time of implant.